Manufacturer narrative:
Reporter is a synthes employee. Part: 03.620.061. Synthes lot: 6814732. Supplier lot: n/a. Release to warehouse date: september 13, 2013.. Expiration date: n/a manufactured by synthes (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition visual inspection: the 10 nm torque limiting ratchet handle 6mm hxc was returned and received at us customer quality (cq). Upon visual inspection, slight discoloration and scratches were observed on the device but have no impact on the device functionality. No other issues were identified with the returned device. Functional test: a functional test was performed on the returned device at service and repair. The highest torque of the device measured during calibration testing was not within the specified torque range of the device. The torque test failed high. Service and repair evaluation: during evaluation at service and repair, it was found out that the torque limiting ratchet handle failed in calibration. The repair technician reported the device failed calibration. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed high. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed ratcheting and torque limiting handle syn loaner set product specific inspection and verification instructions investigation conclusion the complaint condition was confirmed for the 10 nm torque limiting ratchet handle 6mm hxc. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during evaluation on an unknown date, the torque limiting ratchet handle failed calibration. There was no patient involvement. This report is for a 10nm torque limiting ratchet handle-6mm hxc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.